Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned in two segments, and the coil was fractured at the distal end, approximately 397 millimeters (mm) from the terminal pin. Detailed analysis of all three wires showed evidence of a fatigue failure mode indicating a high cycle, low stress fatigue of the coil wires.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range impedances of greater than 2,000 ohms. It was noted that a lead fracture was suspected. The lv pacing configuration was reprogrammed and impedances decreased to 773 ohms with good pacing thresholds. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient had been splitting wood, and felt a "pop" approximately two weeks ago. The device was found to not be bi -ventricular pacing during a subsequent follow-up visit, and impedances of greater than 4,000 ohms were noted. A lead revision was therefore performed. During the procedure, it was noted that during extraction, the lead came apart and fractured in the pocket. The lead was cut and surgically capped, and the portion of the lead that was able to be removed was later returned for analysis. No adverse patient effects were reported.